Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone transcutaneous posterior fusion and vertebral replacement for pseudoarthrosis after l2 vertebral fracture. It was reported that pain was reported by the patient between the third and fourth week after surgery. On the x-ray examination on (B)(6) 2025, a fracture of the l3 vertebral body was confirmed, and in addition, the angle of the t3 end cap was found to have changed, and t3 itself had also shifted toward the insertion side. Level at which implant was performed l2 l1/l3. No further complications were reported/anticipated. No revision surgery was planned due to this event. No allegation reported on remaining products other than end cap angle change. Additional information received from the rep that it was a l1 vertebral body replacement and l2 vertebral fracture. Th12/l2 levels with implant.